Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was electively explanted due to the advisory/recall on this device model. The device was subsequently removed from the archives for additional testing.